Event description:
Reportedly pt expired approx after an implant duration of 5.56 months (in 2007, after an implant date of 2007), due to unk reasons. Unk if pt death is device related. Info received. No letter required replacement sent.

Manufacturer narrative:
Device not returned.